Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, link/suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional proglide device referenced in b5 is filed under a separate medwatch report number. B3: date of event is estimated. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that this was a closure of an unspecified vessel using the pre-close technique prior to an unspecified procedure. Reportedly, a suture break occurred with a proglide device. An attempt was made with another proglide; however, an unspecified device failure occurred. The method of achieving hemostasis was not reported. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.